Event description:
It was reported that the single lumen infusion catheter separated during insertion through the sheath. Interventional radiology was required to remove the separated portion. There were no further complications.